Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 264 mg/dl after announcing a meal and then announcing two additional meals within two hours as a corrective measure while using the ilet system; the device appeared to function as intended per review, and the user had recently changed supplies. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included review of device-generated data and troubleshooting with user education on appropriate meal announcement practices. Investigation of this case revealed user technique contributed, specifically use of meal announcements for correction rather than for full meals. It was concluded that the device functioned as designed and that user education was provided regarding proper meal announcement to prevent unnecessary insulin delivery and glycemic excursions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.